Event description:
It was reported that the user received a cartridge alarm while loading, which was confirmed in the pump history. There was no information available regarding the customer¿s blood glucose level at the time of the event. Technical support arranged to replace the pump, and the user was instructed to return the problematic pump using a pre-paid label. Further information about any backup insulin therapy used by the customer was not provided.